Event description:
It was reported to philips that the device therapy is disabled. The function test always breaks off.

Manufacturer narrative:
It was reported that the device's function test always breaks off. It is unknown if the device was being used on a patient at the time of the issue, but no adverse event to a patient or user was reported. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.